Event description:
A distributor complaint was reported regarding difficulties with the quick bolus/wake button on a pump, which was hard to press and required multiple attempts to activate the screen. The customer¿s blood glucose level at the time of the event was not provided, but there was no indication of any impact on it. To resolve the issue, technical support confirmed the pump was not connected to a power source, advised on pressing techniques, and ultimately decided to replace the pump under warranty. The customer was informed about the replacement and agreed to return the faulty pump, though they did not disclose their backup insulin therapy plan.